Manufacturer narrative:
The device remains implanted.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thrombosis is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that following angioplasty to treat the middle cerebral artery lesion, a vessel dissection occurred. A stent (subject device) was placed across the dissected vessel. However, the next day in-stent occlusion was noted. No medical treatment was performed. No further details were provided.

Event description:
It was reported that following angioplasty to treat the middle cerebral artery lesion, a vessel dissection occurred. A stent (subject device) was placed across the dissected vessel. However, the next day in-stent occlusion was noted. No medical treatment was performed. No further details were provided.